Manufacturer narrative:
The associated complaint device was not returned. The clinical/medical team concluded, all documents and/or images provided as of this date have been reviewed and considered and unless noted do not contribute to the clinical investigation. No further clinical assessment is warranted at this time. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Event description:
It was reported that the patient had a gen ii knee, size 6 implantation on (B)(6) 2016. He initially had swelling, but it improved after 2-3 months when he was prescribed celebrex. When he finished with the prescription, his knee once again became swollen and was warm to the touch, and he was told that he needs an insert exchange. Now the patient needs a knee brace to walk because of knee instability. The patient recently had a shoulder surgery and cannot undergo a revision surgery for at least eight weeks. Patient is currently waiting a revision surgery for an insert exchange.